Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap s/t device's sound abatement foam. The patient has alleged asthma (new or worsening) kidney disease, toxicity lung disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Lcd backlight inoperative and high pitch blower whine observed. Pil observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. Findings were observed as 1024 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, missing air inlet filter, ui (user interface) knob broken, lcd display backlight inoperative, high pitch blower whine, potential mineral spots inside blower box and blower motor indicating possible fluid ingress. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg.? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, kidney disease/toxicity, and lung disease. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.